Event description:
It was reported that p-wave amplitude variation was noted on the right atrial (ra) lead. Abbott technical support was contacted and the device was reprogrammed, however, additional p-wave amplitude variation was noted. No additional intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.